Event description:
It was reported that the external pulse generator (epg) displayed an error at boot up and needed a new battery drawer. Technical support (ts) gave the caller the part order number for the battery drawer. The caller stated that the error could not be duplicated and the device showed no signs of fluid staining, which would indicate fluid ingression. Once the drawer is replaced, the device will be put back into service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).